Manufacturer narrative:
D4 primary UDI number has been updated to (B)(4). On 19-jul-2024, the bwi product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 23-aug-2024, the product investigation was completed. It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the device (including port, luer hub) was not irrigating. Then the physician removed the catheter out, and it was found that there was foreign matter on the tip. A second device was changed to continue the surgery. The procedure was continued and completed. There was no adverse event reported on patient. Device evaluation details: the device was returned to biosense webster (bwi) for evaluation. A visual inspection, microscopic examination, irrigation, and fourier transformed infrared spectroscopy (ft-ir) test of the returned device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. According to the photo provided by the customer, a foreign material was observed on the tip; however, during the visual inspection, no foreign material was observed. Then an irrigation test was performed and the device was irrigating correctly. No irrigation issues were observed. Finally, a microscopic inspection was performed, and a film of foreign material was observed on the tip. Due to this condition an ft-ir was performed and the results revealed that the foreign material is human tissue. A manufacturing record evaluation was performed for the finished device number lot: 31214715m and no internal action related to the complaint was found during the review. The foreign material issue reported by the customer was confirmed. The potential cause of the issue cannot be established. The instructions for use (IFU) contain the following warnings and precautions: a compatible irrigation pump is recommended to ensure proper irrigation flow rate. Before use, verify that the irrigation ports are patent by infusing heparinized normal saline through the catheter and the irrigation tubing. Purge the catheter and the irrigation tubing with heparinized normal saline prior to insertion of the catheter into the patient. Inspect the irrigation saline for air bubbles prior to its use in the procedure. Air bubbles in the irrigation saline may cause emboli. Always maintain a constant heparinized normal saline infusion to prevent coagulation within the lumen of the catheter. As part of biosense webster's quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a supraventricular tachycardia ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and the device (including port, luer hub) was not irrigating. Then the physician removed the catheter out, and it was found that there was foreign matter on the tip. A second device was changed to continue the surgery. The procedure was continued and completed. There was no adverse event reported on patient.